Event description:
On 24-jun-2026, a sales representative reported via email that an ar-2325bcc suture anchor, biocomposite swivelock (3.5 x 15.8 mm) malfunctioned during insertion into a drilled tunnel. As the anchor advanced, an audible squeaking sound was heard. When the driver was withdrawn from the insertion site, the anchor remained attached to the driver and could not be disengaged. This issue was identified during a ucl reconstruction procedure on (B)(6) 2026. No patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.